Event description:
During coronary drug eluting stenting treatment procedure, there are withdrawal difficulties. A physician reported (not referring to a specific case but rather in general) that he has had withdrawal difficulties during placement of taxus exress2 drug eluting stents. He reports that he is finally able to remove the catheters with no patient complications. No product was returned with this complaint.